Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are late seroma and implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side "excess fullness medially." Device remains implanted.